Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a minicap transfer set had fluid leakage with the twist clamp closed. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation. A visual inspection with the naked eye and magnification noted broken occlude feet on the light blue main body. Functional testing including leak testing, clear passage testing, and clamp function testing were performed; leak testing and clamp function testing failed due to a leak through the set with the clamp in closed position. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and did not show evidence of the reported condition. Due to the nature of the sample no testing could be performed, therefore the reported condition could not be verified or refuted. Should additional relevant information become available, a supplemental report will be submitted.